Event description:
As reported by the edwards field clinical specialist, after rinsing the valve a foreign object or substance was noticed on the inside of a leaflet. Neither rinsing nor squirting saline on the object would remove it, so a new sapien valve was opened and used for the tavr procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The valve was returned to edwards for evaluation. A black particulate was found on one of the leaflets on the inflow side of the valve. The particulate was isolated and removed for chemistry analysis. The valve was then inspected under magnification. All sutures were intact without any frays or tears. Visual inspection did not show any damage to the frame, skirt, or leaflets of the valve. A review of the affected work order did not reveal any issues that could have contributed to the reported complaint. A lot history review did not reveal any similar complaints from this lot. Chemistry analysis was performed on the isolated particulate. Infrared (ir) spectrum of the isolated particulate revealed that the black particulate showed similar absorption characteristics when comparing to acrylonitrile butadiene styrene (abs) like material. A review of the manufacturing process revealed that the material for the focus and zoom knobs of the microscope used for valve inspection is composed of a conductive abs resin. During manufacturing, sapien valves are 100% visually inspected under magnification. Prior to final packaging, a 100% visual inspection is also performed to look for foreign materials on the valves as well as inside the jars. The source of the black abs material was most likely from the focus or zoom knobs of the microscopes used on the production line. Per manufacturing specifications, a wipe down of the microscopes is performed before and after every manufacturing shift. However, it is possible that materials from the microscopes were introduced to the valve during handling. A manufacturing non-conformity was confirmed on the returned sample. Corrective actions have been implemented to address the issue.